Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found a no significant anomaly. The motor's o-ring showed wear. Analysis of the catheter found an anomaly as difficulty with the sutureless connector led to explant. The catheter retaining ring and titanium housing had been separated from the catheter body. There was an indent in the seal material at remained attached to the catheter body.

Event description:
It was reported that during a pump replacement surgery, when the doctor disconnected the catheter from the pump, the side metal portion of the existing catheter stuck to the pump and the rubber part of the connector pulled off. It was noted that a new catheter was "placed to the existing catheter". It was noted that the managing doctor had not suspected a catheter issue, however, a catheter revision was done due to the problematic connector. It was noted that the new catheter added aspirated fine from the catheter access port (cap). The issue was reportedly resolved. The patient was described as alive with no injury at the time of report with no patient symptoms or complications associated with the event. The patient's pump was intended to infuse lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.